Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device stopped working at removal of fallopian tubes. Replaced device with same device, same code and lot. Second device failed. Jaw disconnected inside patient halfway through case. Jaw was retrieved from patient. No delay in surgery reported. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Device was received with top jaw detached and with skiving (damage) of the shaft cover material. All pieces were returned/received. When analyzed under magnification, some minor scratches were noticed on the electrode. The I-blade does advance smoothly and to end of jaw. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.